Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported malfunction. The se replaced the breath delivery unit (bdu) (cpu central processing unit (cpu) printed circuit board (pcb) to resolve the issue. The ventilator passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that a ventilator generated a &#49935;ss of communication&#55301;rror message. There was no patient involvement.